Event description:
It was reported that revision surgery was performed in 2000 to replace three broken locking screws (two distal and one proximal) in an intramedullary femoral nail. In addition, a broken distal locking screw was replaced in a surgery in 1999.